Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Event date is unknown; however it was reported to be in (B)(6) 2011. Implant date is unknown; however it was reported to be in (B)(6) 2011. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted within the duodenum of a cancer patient, sometime in (B)(6) 2011. According to the complainant, the patient had a stomach malignancy within the gastric antrum, which subsequently resulted in a two centimeter stricture around the duodenal bulb. Post procedure, in late (B)(6) 2011, it was discovered that the stent was blocked with tumor ingrowth. On (B)(6), 2011, a dilatation procedure was performed and a second wallflex enteral duodenal stent was implanted within the blocked stent. The procedure was successfully completed, and both stents remain implanted. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.